Event description:
The accounts maintenance mgr stated the right foot siderail was loose, possibly over tightened at the factory.

Manufacturer narrative:
The tech found the screws securing the foot siderail were stripped out. He replaced the siderail to repair the bed.